Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during the implant procedure, the helix of the right ventricular lead would not extend. The physician decided to use a different lead instead, which was successfully implanted. The patient was in stable condition.

Manufacturer narrative:
Correction - since product has not been returned. . The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The reported event for a helix mechanism issue was confirmed. As received, a complete lead was returned in one piece measuring 58.0 cm. Visual inspection of the lead found the extended helix clogged with blood. X-ray examination found an over torqued inner coil at the connector region. After cutting, cleaning the distal portion, and applying torque directly to the inner coil, the helix could retract and extend. The cause of the reported event for a helix mechanism issue was due to blood that clogged the helix at the helix region and an over torqued inner coil at the connector region.